Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-66 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a damaged sensor board printed circuit board assembly (pcba). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-66 alarm (supply voltage of cpu circuitry is too high). No additional information is available.